Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the investigation results and the provided information, the nature of the foreign material could not be determined. The foreign material adhered to an internal surface of the device and could not be removed by reprocessing. The glue on the light guide-lens had peeled off due to physical stress caused by impacts or drops to the distal end, or chemical stress from various solutions. This damage allowed humidity to infiltrate the light guide-lens, leading to corrosion. However, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: ¿evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material in the air/water cylinder, air/water tube, and the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.